Manufacturer narrative:
Manufacturer ref# pr(B)(4). Similar device marketed under 510(k) k211875 investigation is still in progress.

Event description:
Description of event according to initial reporter: first filter detached and opened by itself (blue and red button still locked) during placement, it may cause by defect of the filter's hock at delivery set. Filter was retrieved using the retrival set. Patient outcome: no adverse effect on patient.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: filter detached while the delivery system was still locked. Filter was retrieved by using a retrieval set. Introducer dilator, femoral introducer, jugular introducer, and filter were returned for device evaluation. Blood and biological matter were observed on the returned device. No nonconformances were observed on the introducer dilator. The femoral introducer had some indentations on the piston. The jugular introducer was observed with the grasping hook pulled out of shape. It was possible to activate the blue release button. It was possible to connect the filter, but the grasping hook did not fully cover the filter hook. No nonconformances were observed on the filter. The cause for the reported failure cannot be determined, based on the device evaluation. However, as grasping hook was pulled out of shape this could indicate that excessive force was used during procedure to reposition the filter and the filter somehow under the repositioning detached from the jugular introducer, but this is purely speculations. According to the IFU if the filter is not in the desired position, carefully advance the introducer sheath over the filter. Reposition the system as desired, and again withdraw the introducer sheath and protection sheath until the protection sheath and jugular introducer handle are in contact with one another, completely exposing the filter. No evidence to suggest that the device is not manufactured according to specification cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.